Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a valve replacement procedure. During the procedure the pulse generator exhibited - during the use of electrocautery. After a firmware download was performed successfully and the device resumed normal function, the patient was stable.